Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that stress generated with catheter manipulation exceeded the product's design limit was inadvertently applied on the microcatheter while the catheter tip was being trapped possibly by the heavily calcified lesion or the existing stent. There was no indication of product deficiency. Although no adverse patient effects were reported, the separated tip and the microcatheter were not returned; a possibility that the separated tip might be left in the anatomy could not be completely ruled out. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a retrograde pci to treat a severely calcified cto in the rca #2-3. The separated tip remained on the guide wire so that it was retrieved with the guide wire. A new microcatheter of the lot was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow. The physician commented that the separated tip was successfully retrieved. It was discarded after retrieval. The patient was discharged without problem the following day.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.